Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer reported that they will not return the defective pcb. Therefore, no root cause could be determined.

Event description:
The customer reported to vyaire that the vela ventilator experienced transducer fault while in use on a patient. The customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.